Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed pre-use check and was cleared for clinical use. No parts were replaced. Provided ventilator logs were investigated. The event log contains alarms for inspiratory flow overrange, check tubing and expiratory minute volume low. This is an indication of a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different from the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The root cause of the reported event was most likely a leakage in the patient breathing circuit.

Event description:
It was reported that duing patient treatment, the ventilator generated alarms for inspiratory flow overrange. Hypoventilation occurred and the patient's etco2 value elevated up to 90 mmhg. The ventilator was replaced and the etco2 value decreased. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).